Event description:
The following information was reported: diagnostic coronary catheterization completed. Physician proceeded to close, went to shuttle down and device jammed during shuttling step. Deflated balloon and held manual pressure for 15-20 minutes creating hemostasis. The patient was not hospitalized and no antibiotics were prescribed. Vessel size was noted to be 5-6mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle with the procedural sheath pulled back against the proximal end of the shuttle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies. No anomalies were observed. The review of the lhr (lot f1327004) indicated that the device lot met all established performance criteria prior to shipment. The reported complaint indicated that the device jammed during shuttling step. However, both the shuttle cartridge and introducer sheath moved freely on the catheter shaft and the condition of the returned device is consistent with failure to deploy. The returned device does not match the reported complaint. Based on the provided information and the investigation performed, the reported device deployment jam and the probable root cause for the failure to deploy could not be conclusively determined.